Event description:
It was reported that the system 9900 intermittently could not recall subtraction cine runs creating delay in patient care and requiring additional runs. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine drive was reformatted as a proactive measure. The system was tested and found to be working as intended and placed back into service.